Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection found the lanyard was damaged and the soak cap was detached from the lanyard. A functional evaluation revealed none of the buttons activated the motor. The mdu was tested using the footswitch and no overheating was noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failures were documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of overheating was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. The buttons not activating the motor was confirmed, and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include a failure of the reed switch or damage on the hall board which may contribute to a short circuit. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the motor drive unit was hot when used. No case reported; therefore, there was no patient involvement